Manufacturer narrative:
The following sections could not be completed with the limited information provided. Expiration date - na. Date implanted - na. Date explanted - na.

Event description:
It was reported that patient had a left knee arthroplasty, and during full trial and final compression the articular surface provisional fractured. No pieces were retained by the patient or retrieved from the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.